Event description:
There was an allegation of a questionable negative elecsys syphilis result from the cobas e 411 analyzer (rack system). Previously, treponema pallidum passive hemagglutination (tpha) and rapid plasma reagin (rpr) were performed, with both tests being positive, and the patient's clinical indication was that he had syphilis. When the sample was analyzed on the e 411, the result was non-reactive (negative). It is not known when the sample was tested or if it was processed from the same tube.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The customer later reported that the result of the sample was positive. There was a misinterpretation of the cutoff in the laboratory it system, and the result was transmitted as negative. The investigation determined that there was no product problem.